Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. Her concomitant condition includes nickel allergy, fibromyalgia, and lipedema. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain that lasted for 7 days. She reported experiencing abdominal pain, gastro intestinal complaints, liver complaints, problems with urinating , chest pain, arthralgia, cramps, increase/decrease of weight, loss of libido, nausea, insomnia, mood swings or emotionally out of, menopause complaints, vision problems, heavier menstruation, tingling , yeast infections , itching at vaginal entrance, burning at the vaginal entrance, stabbing pain at the vaginal entrance, pimples on the labia, itching in the chest, heartburn, and lipedema has become worse.the time till start of complaints was reported as 6 months but she did not specify for one of the events. She referred work related problems and family problems but did not specify it for one of the events. She contacted a doctor and had as treatment plan the essure removal. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and stated that her lipedema has become worse. Abdominal pain is listed in the reference safety information for essure while lipedema is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event lipedema has become worse was considered unrelated. This case was regarded as incident since essure removal will be required (devices removal planned).other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and stated that her lipedema has become worse. Abdominal pain is listed in the reference safety information for essure while lipedema is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event lipedema has become worse was considered unrelated. This case was regarded as incident since essure removal will be required (devices removal planned). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.